Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was evaluated on an in-house system and successfully passed recognition and engagement testing. It demonstrated intuitive movement with a full range of motion in all directions, and the grip tips opened and closed as intended. Energy delivery testing was successfully completed across multiple grip orientations, and the instrument also passed electrical continuity testing. The instrument was confirmed to be fully functional, and no product-related issues were identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument closed too tight. The procedure was completed with no reported injury.